Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to leads migration, which was confirmed via x-ray imaging. As a result, the patient experienced inadequate stimulation. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were disposed by the facility and will not be returned for analysis. Postoperatively, the patient was recovering well, reported resumption of therapy, and noted significant pain relief.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7136399, UDI: (B)(4).